Manufacturer narrative:
Received 1 opened/used simplera sensor, one simplera serter returned and performed a visual inspection of the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. Then, performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a, pump compatible). Lost sensor was not found on the trace files. No communication anomalies found. Unit was able to download trace data and termination result. In conclusion: the customer complaint of not communicating is not confirmed. The unit is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884, and mmt-5120a. Troubleshooting was performed and the customer confirmed sensor serial number is programmed in pump. Pump failed to detect the sensor and is unable to receive sensor signal. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer was instructed to discontinue device use. Mmt-5120a was requested, and the customer's response was that the device would be returned.